Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched for low blood glucose level. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump's suspend on low setting was not active. Customer was assisted with auto mode setting. The device will not be returned for analysis.